Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a noisy image occurring during inspection and again during procedure. The customer reported the therapeutic procedure was completed by changing to the same scope. The device was returned to olympus for evaluation. During evaluation, the device would sometimes relay a noisy image and sometimes relay no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported. Customer confirmed that there was no procedural delay.

Manufacturer narrative:
During functional testing, the reported issue was confirmed. The charge coupled device was damaged, causing a noisy image and the electrical contact on the video connector was scratched, causing a black screen (no image). Functional testing also found the bending section could not be firmly fixed due to damage on the lock engagement lever. Visual examination found that the adhesive on the bending section cover was chipped. Examination showed the following components were scratched: bending section cover; control unit; hand grip; universal cord; up/down plate; right/left plate; light guide connector; light guide cover; switch button 1; right/left lever; video connector case; video connector; and angulation lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device operation manual was reviewed. Review showed the following relevant instruction for detection of the issue in chapter 3: inspection of the endoscopic image: "confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." The device investigation determined an integrated chip and/or capacitor was broken on the electrical circuit board or the image sensor unit was damaged, possibly during disconnection. The investigation determined the damage could have occurred due to stress of repeated use, external factors or device handling. However, a definitive root cause of the image issue could not be identified. Olympus will continue to monitor field performance for this device.